Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, respiratory tract irritation, dizziness and / or headache, inflammatory response and other lung inflammation. Medical intervention was not specified. This complaint has been reviewed and will be reported as serious injury as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). The manufacturer was made aware of this complaint through a representative of the customer. There is no device information available to the manufacturer. The device has not been returned. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Since no device information is provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, respiratory tract irritation, dizziness and / or headache, inflammatory response and other lung inflammation. Medical intervention was not specified. This complaint has been reviewed and will be reported as serious injury as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). The manufacturer previously was made aware of this complaint through a representative of the customer. There is no device information available to the manufacturer. The device has not been returned. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed. The initial report was filed as adverse event, but this report is corrected to product problem. Box b and box h has been updated and corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, respiratory tract irritation, dizziness and / or headache, inflammatory response and other lung inflammation. Medical intervention was not specified. This complaint has been reviewed and will be reported as serious injury as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). The manufacturer was made aware of this complaint through a representative of the customer. There is no device information available to the manufacturer. The device has not been returned. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.